Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the customer experienced a recoverable fault and accidently disabled the arm. Intuitive surgical, inc. (Isi) executive sales representative (esr) contacted isi technical support. Esr was asking how to re-enable the arm. Technical support engineer (tse) observed error 25730 and other communication errors on universal surgical manipulator (usm) 3. Tse informed esr in order to re-enable the arm, the system will need to be power cycled. The customer power cycled the system, but the error 319 was still present. Tse walked caller through emergency power off (epo) of patient side cart with no change. Tse informed caller they can disable the arm which caller performed and proceeding with case. The procedure was completed as planned with no reported injury. On 16-feb-2022, isi contacted the robotics coordinator and obtained the following information: the patient was a 61 year old male that weighs 77 kg. Relevant testing, and medical history was requested, but was not obtained.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm/reproduce the 319 error. Fa tested the unit on an in house system and failed normal mode as it triggered 319 errors. The unit failed on a pftp as it failed the fiber test on the rolling loop. The rolling loop fiber cable was swapped with a new one and the error no longer occurred. The original rolling loop fiber cable was reinstalled and the errors returned. The unit was tested on a pftp with a new rolling loop fiber cable and passed direction test, lissajous, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The rolling loop assembly will be replaced as a fix to the reported problem. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors that were related to the reported complaint occurred during the surgical procedure. This complaint is being classified as a reportable event due to the following conclusion: an arm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.